Event description:
It was reported to philips that system would not power up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips remote service engineer (rse) assessed the system remotely and determined that the m-cabinet's uninterruptible power supply (ups) was not receiving power, and the system was not booting. After troubleshooting with the in-house engineer, rse discovered that fuse f4 was blown and replaced it. When rse restarted the system, the ny1 f4 fuse blew again. Rse disconnected the ups from the ny1 board, and the system's power was restored. The fan and the ny15 control board powered up for a few minutes before a spark occurred, and leds on the power distribution unit (pdu) were turned off. Rse found the fan tray and direct current power supply (dcps), batteries, and ups 1-phase data integrity controller were defective. The philips field service engineer (fse) visited onsite and performed troubleshooting action. To resolve the issue, the in-house engineer, with the help of fse, replaced the pdu fantray and dcps assembly, ups 1 phase data integrity controller, and batteries. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.